Event description:
It was reported to philips that the system did not start at 00:00. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the system log files showed collimator, geometry, image processor, miscio, sequencer, ui devices and x-ray generator errors and warning at startup, multiple software units running on the host pc cannot connect to their hardware devices. Fse checked the power supply and found ok, transformer circuit breaker was made on/off. Fse restarted the system multiple times and issue was resolved temporarily. The same issue reoccurred next day, where fse replaced dcps and the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.